Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. Customer re-loaded the cartridge to resolve the issue. There was no adverse impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.